Manufacturer narrative:
Concomitant product: 4196 lead, implanted: (B)(6) 2014.

Event description:
The patient's spouse reported that the cardiac resynchronization therapy defibrillator (crt-d) battery did not last very long. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.